Manufacturer narrative:
A request for additional information has been submitted. This report will be updated should additional information be provided.

Event description:
It was reported that during ongoing use, the device was emitting beeping tones, and had been beeping for the past several weeks. This event was reported by the patient's wife to our technical services team. The patient's wife indicated that a device check was done, and that the patient was initially told that there was 5 years of longevity remaining. It was also indicated that at this time is when the device started beeping. The device had been emitting beeping tones 16 times every 6 hours. Another device check was done, and the patient was then told that the device needed to be replaced. Additionally, the patient was told that there was a possibility that the leads would also need to be replaced due to the age of the device. The patient's wife said that a procedure was scheduled for the following week. At this time, no further information has been received as to whether the procedure took place. No adverse effects to the patient were reported.

Event description:
It was reported that this device was emitting beeping tones, and had been beeping for the past several weeks. This event was reported by the patient's wife to boston scientific technical services team. The patient's wife indicated that a device check was completed, and that the patient was initially told that there was 5 years of battery longevity remaining. It was at this time when the device started beeping. The device had been emitting beeping tones 16 times, every 6 hours. Another device check was completed, and the patient was told that the device needed to be replaced. Subsequently, this device was explanted and replaced. The device is unavailable for return, as the patient wanted to keep it. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.